Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device.

Event description:
It was reported that during a surgical procedure conducted at the user facility, attempts to disengage the device from the patient's right humerus resulted in the device running without user activation. As a result of the unintended movement of the device, the patient's humerus was fractured and tooth number 9 was broken. The procedure was aborted and will be rescheduled at a later date.